Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was partially abandoned due to undersensing. Moreover, only the proximal half of this lead was explanted due to a tight subclavian vein. No additional adverse patient effects were reported.